Event description:
A us distributor reported that a belt was displaying a service code 2184.

Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 2184) was confirmed. The electrode belt was unable to be corrected automatically. This error results from a problem with either the scp or the electrode belt causing the system to enter a critical state. The cause for failure was a damaged pin in the belt connector. The root cause for the service code 2184 was a bent pin in the belt connector. No adverse event resulted from the damaged belt.